Event description:
It was reported that a pt underwent a thermal endometrial ablation in 2007. A sudden drop in pressure occurred two minutes into therapy and a pinhole was detected. A five milliliter fluid loss from the balloon was detected. Another catheter was used to successfully complete the case with no adverse pt consequences.

Manufacturer narrative:
Date sent to FDA: 9/14/2007: conclusion: the product upon which this medwatch is based is anticipated. Once the product is received , any further info derived from the eval will be submitted in a supplemental 3500a form.